Manufacturer narrative:
(B)(4). The system error 2267 alarm is confirmed due to the use error described by the home patient, who disconnected a bag during therapy, which can introduce air into the disposable set and is a cause of the alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting a system error 2267 (air in set) during fill 4 of 5 on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp stated she disconnected the bag to swap them and this was when the error came up. The hp would stop therapy for the night and call the pd nurse in the morning. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2267. Per the pd rn, she saw the home patient (hp) the other day and the hp did not mention the alarm to her. Ps informed the pd rn that the hp disconnected a solution bag during therapy and received the alarm. The pd rn would follow up with the hp and go over the correct therapy procedures with her. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.